Event description:
The customer reported the system had black lines displayed within the images. The system was rebooted and thereafter the images were lost. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.